Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection investigation site: cq zuchwil , selected flow(s): device interaction/functional . Visual inspection: upon visual inspection of the complaint device it can be seen that the blade we have received is in a far open condition, the tip of the blade is rotating, but the rest of the blade is blocked and based on this issue it's not possible to close/lock the blade anymore. Furthermore, the blade has some sings of use. Functional test: as the blade is blocked in a far open condition, as mentioned before, a functional test is not possible anymore. Document/specification review: drawings and revisions are in accordance to DHR of production lot 4l96358. All relevant features are defined on the used drawing revisions of DHR of production lot 4l96358. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% control, before they had left the production. In addition, all implants left production in a locked condition. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, as the blade is blocked as mentioned before. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Summary: based on these findings we conclude that the complaint is confirmed, but that the cause of failure is not due to any manufacturing non-conformances, as the device did pass the 100% control after manufacturing. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place or/and that excessive force led to this damage. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0109-4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.027.054s, lot: 4l96358, manufacturing site: bettlach, release to warehouse date: june 14, 2019, expiry date: june 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 04.027.054s. Lot: 4l96358. Manufacturing site: bettlach. Release to warehouse date: june 14, 2019. Expiry date: june 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femur with the pfna blade. When the surgeon tried to reinsert the blade to the proper position, the surgeon reconnected the blade to an inserter, but the tip of the blade didn¿t rotate. The surgeon used another blade instead and the surgery was completed successfully. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device: unknown inserter (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).